Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
Corrections: this device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary - the partial lead was returned in segments and analyzed and no anomalies were found visual summary analysis of the lead indicated apparent explant damage, (B)(4).

Event description:
It was reported that the patient received three inappropriate shocks. It was also reported that the lead had high impedance and a high number of short interval counts. The pace/sense portion of the lead was capped and replaced. It was further reported that there was high impedance on both the superior vena cava and the right ventricular coils. The lead also had a possible fracture of the high voltage coils. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was possible t-wave oversensing/noise observed, and an apparent fracture on the right ventricular lead. The pace/sense portion of the lead was capped and replaced. No patient complications were reported as a result of this event.